Manufacturer narrative:
Medwatch field d4 expiration date was updated. For investigation, samples from six of the patient's family members were submitted. The results were all around 100 miu/ml for all family members, which is consistent with the presence of a familial hcg syndrome. The investigation did not identify a product problem. Per product labeling for the assay for the only intended use: this assay is intended for the early detection of pregnancy.

Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hcg+ss results from the cobas e 801 analytical unit. The patient's hcg results were persistently low, with a positive value of approximately 100 miu/ml. As the patient was not pregnant, the results did not match the clinical status. The customer suspected an interference.